Event description:
During clinical procedure after manipulating the guidewire within the microcatheter, the guidewire became lodged. The guidewire and microcatheter were removed as one unit from the pt's vessel. Another guidewire and microcather were used to complete the procedure. There was no report of pt injury or complications.